Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 double head pump did not function properly during priming. The pump was changed out and there were no further issues. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 double head pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 double head pump did not function properly during priming. The pump was changed out and there were no further issues. There was no pt involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.